Event description:
Per surgeon device failed to work as it should when removed from package. Second devise was opened and worked correctly without issue. No harm to patient; only delay was to get the second device.